Manufacturer narrative:
The device was received undeployed. The device completed first and second prime in an expected number of pulses. The device encountered timeouts and a drive stall during second prime. The device was reset and rerun, and it encountered an 0x12 alarm without timeouts nor drive stalls. Corrosion was observed on the top battery. This lead to intermittent electrical discontinuity within the drive system, causing the observed timeouts and drive stalls. The battery corrosion can be determined as the cause of the device's inability to deploy.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.